Event description:
It was reported the device continued beeping. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned sample confirmed that the device, labels, and tamper seals were all intact upon receipt. Errors were found the ehl (event history log) multiple times. The customer reported problem was duplicated during the investigation. The root cause of the reported problem could not be determined. Replacement of the defective downstream sensor is recommended. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: catalog number: 21-6400-51, d4: correction: model number: 6400, d5 and e4 are unknown, no information was received.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement.